Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks soon after implant for oversensing of noise artifacts. X-ray imaging was performed and the pin insertion looked appropriate. Technical services (ts) was contacted, and ts discussed programming options. The s-ICD system remains in service. No adverse patient effects were reported.